Manufacturer narrative:
Customer report of aortic injury and complete heart block could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. Suture holes were visible near all three black stitch markings on the sewing ring. The sewing ring was cut near leaflet 3, and a cor-knot remained attached near leaflet 2. Leaflet 1 had a 2mm cut near commissure 2, and leaflet 2 had a 0.5mm cut near commissure 2. Both cuts lined up to each other, and have even edges.

Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the edwards intuity valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Intervention to repair an aortic injury or subsequent death would be reportable if there is evidence or an allegation the use or misuse of the edwards intuity valve caused or contributed to the event. Such events could be related to improper seating at the time of device implant and/or oversizing of the edwards intuity valve. In this case, it was reported the aorta ruptured after expansion of the stent frame. The device was not returned to edwards for evaluation and device follow up is in progress. The root cause for the event remains indeterminable however it was likely due to patient and procedural factors. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23 mm pericardial aortic valve was explanted at implant due to aortic injury and complete heart block. A 21 mm pericardial aortic valve was implanted. Patient left the or with ventricular pacing. As reported, the patient¿s aortic annular size was 23-24 mm. No calcium was noted in the lvot. The native aortic valve was a tricuspid valve with aortic stenosis and mild aortic insufficiency. An aortic valve replacement was performed via a right anterior thoracotomy (rat) approach. Good exposure of the aortic valve was obtained. Valve leaflets were cut away one at a time. Rongeurs were used for debridement but not excessively. There was one area of weakened annulus noted in the left coronary cusp (lcc), which was repaired with 5.0 suture. The surgeon sized with 21 and 23 mm sizers and felt that the 23 mm went into the annulus with ease and it was still possible to move the sizer within the annulus ¿it was not too snug nor too loose¿. Three sutures were placed at nadirs. The 23 mm pericardial aortic valve was secured to the annulus with snares, without any issues or excessive manipulation. Stent frame was deployed at 4.5 atm for 10 sec. Valve was secured with cor-knots; 1st cor-knot didn't immediately release and the surgeon had to wiggle it a little at the non-coronary and left coronary cusps (ncc/lcc). The valve was inspected above and below annulus. It looked great with no issues noted. Initial look at tee showed good valve functioning and no leaks. Coming off the cardiopulmonary pump, the patient was in complete heart block. Pacing wires initially worked, but lost capture. The surgeon attempted other locations to secure them, but had difficulty securing to the muscle of the heart. During this time, the patient's rhythm came back to a slower rhythm of 1st degree atrioventricular block (avb) (rate in 30's). The rhythm later returned back to a 3rd degree heart block. The patient's blood pressure suddenly shot up, immediately following that occurrence, bleeding was noted in the posterior aortic annulus. The surgeon decided to open the sternum to assess/repair the bleed. The source of the bleeding was found to be on the outside of the aortic root. The lv pacing wire was replaced, cross-clamp (cc) went back on and the aortotomy was reopened. The 23 mm pericardial aortic valve was noted to be intact above and below annulus. A hole was observed in an area on the annulus at the lcc/ncc. The 23 pericardial aortic valve was explanted with ease and the hole on the aorta was repaired with pledgeted sutures. Pledgeted sutures for the surgical valve were placed. After sutures were placed the annulus was resized. Due to the pledgets, the surgeon resized and used a 21 mm pericardial aortic valve. The surgeon thought, he debrided too deep in that area. Upon expansion of the stent frame followed by excessive manipulation the aorta ruptured. The ruptured area was about one cm from the weakened area that he had previously repaired. Looking back at the initial tee, a hematoma was observed in that area. Total cpb time was 281 min and cxt was 140 min. The paint was discharged on post-operative day 14.